Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Additional device product code is hwc. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the nail was found to have broken approximately five months postoperatively. The patient initially underwent implantation surgery on (B)(6) 2015. No abnormal issues were reported post-surgery until approximately five months after the initial surgery when the patient experienced left hip pain and returned to the hospital on an unknown date. The nail was discovered to have broken on an unknown date and revision surgery was performed on (B)(6) 2015. The broken nail and associated hardware were removed and the surgeon revised with similar implants. The patient is now reported to be in stable condition. This report is 1 of 3 for (B)(4).